Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue where the buttons has to push the arrow up and down stick. Customer¿s blood glucose was unknown at the time of incident. Customer also states that there was a crack on the side of insulin pump and the battery section customer had to replace the top of it because it broke. The insulin pump will not be returned for analysis.